Event description:
I got sick a few months after the implants but right after the surgery, had capsule contractions never went and now have 8 autoimmune disease. Now, I have lupus, celiac, raynaud's, fibromyalgia, osteoporosis, general anxiety disorder, depression, osteo and rheumatoid arthritis, chronic pain, and chronic fatigue syndrome, what a quality of life. I was healthy before these were advised pa to get them. (B)(6). FDA safety report ID# (B)(4).